Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the initial event stated: ¿the tip of the needle snapped off and was lost. The tip was recovered from the patient, and x-ray was brought in to find any residual fragments, of which there were not any.¿ the follow-up stated: ¿needle tip was not found intra-operatively. Assumed stayed inside the patient. X-ray performed at hospital the following day, needle tip observed in subcutaneous fat.¿ the information also stated no adverse patient consequences. Please clarify as the following information: does the needle tip currently remain retained in the subcutaneous fat? Or was the needle tip removed? If the needle tip was removed: was the needle tip removed during the initial procedure? Or was the needle tip removed post-op during a second procedure? Were there any adverse patient consequences? Additional information was requested the following was obtained: * was the needle piece retrieved during the same procedure? What efforts were made to retrieve the needle piece? Needle tip was not found intra-operatively. Assumed stayed inside the patient. X-ray performed at hospital the following day, needle tip observed in subcutaneous fat. * were there any patient consequences? None. Patient informed by surgeon about the incident. Patient discharged as they 'were fine'. * can you identify the lot number of the product used? 107t7m * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) scrub nurse * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Not available for return. Needle discarded in theatre post-operatively to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on(B)(6) 2025 and barbed suture was used. It was reported an issue with 1 sfx symmetric pds when closing fascia in a tka surgery, the previous week. Upon suturing the fascia, after a couple of passes, the tip of the needle snapped off and was lost. The tip was recovered from the patient, and x-ray was brought in to find any residual fragments, of which there were not any. No further treatment for the patient was needed. There is no suture/needle kept for analysis, and they have not provided a lot number. Additional information was requested.